Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the data presented in the aged article reported, there were three patients who required a revision surgery of the implants due to pain. After the revision surgery, symptoms were resolved. Per the complaint, no contact information is available for this literature case. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
On the literature article named "use of an intramedullary hip-screw compared with a compression hip-screw with a plate for intertrochanteric femoral fractures", the authors of the study reported that, 1 year postoperatively after the use of imhs for treatment of intertrochanteric femoral fractures in elderly patients, there were three patients who required a revision surgery of the implants due to pain. After the revision surgery, symptoms were resolved.